Manufacturer narrative:
Concomitant products: sl-635 - sl-635 polysorb* 4-0 vio 75cm c13 x36, lot# d3f0477fy medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 10 days after a veterinary procedure , while the surgeon was performing an intradermic suture stitch technique, the two suture stitches were rejected from the inflammated tissue. The dog was fine.